Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.